Manufacturer narrative:
The system was examined and the reported event was replicated. The sttl cable was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the sttl cable. However, it is unknown how the cable became this way. (B)(4).

Event description:
A customer reported experiencing failure of the footswitch during setup for a procedure. Another product was used to proceed with surgery. It was noted that the footswitch cable was replaced because it was broken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).